Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23 may 2024, it was reported that patient experienced the blockage is located at the site. Within 3 or more hours of abdomen insertion customer noticed symptoms. The blood glucose level of the patient was high. Therefore, they tried to treat it with correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.